Manufacturer narrative:
Event date was reported as (B)(6) 2020.

Event description:
It was reported that the patient experienced a cerebral vascular accident. It was reported via social media that "3 years post watchman left atrial appendage closure procedure the patient experienced a cerebral vascular accident."